Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a root cause could not be identified. Based on the results of the investigation, the foreign material in the scope was likely caused by failure to follow the instructions for use (IFU). The event can be prevented by following the IFU which states: the endoscope and accessories are compatible with several methods of reprocessing. For information concerning the applicable reprocessing methods and parameters, refer to section 3.2, ¿list of compatible methods¿. Additionally, some reprocessing methods may cause degradation of medical devices that shortens product life. For information concerning degradation of medical devices from reprocessing and its number of times, refer to section 3.14, ¿signs of degradation from reprocessing and its number of times." Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during device evaluation, that foreign material was found in the air/water cylinder, air/water tube, auxiliary water tube and connection tube of the colonovideoscope. There was no patient involvement.